Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states on 2024, it was reported that the patient faced infusion set occulsion in tubing. No further information available.